Manufacturer narrative:
Baxter received and evaluated the device. The event history log (ehl) review was performed and revealed that the customer experienced ¿improper shutdown!¿. An ¿improper shutdown!¿ message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The device was not returned with an alternating current (ac) power cord. The device was evaluated with known good ac power cord and returned wireless battery module (wbm). The reported problem of 'improper shutdown' was duplicated during troubleshooting the device. The allegation was reproduced by slightly moving the wbm to the side while the pump is running on direct current (dc) power only using returned wbm. Evaluation was not able to reproduce the failure using a known good test wbm. Evaluation determined the assignable cause to contamination found on the battery terminals pads. Evaluation determined that the battery terminals requires cleaning to correct the issue. The pump itself was found to be working as intended and no correction is required on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an improper shutdown during testing at the biomed service department. There was no patient involvement. No additional information is available.